Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the black connecter from the system controller became loose, resulting in the exposure of the internal wires. Images were attached.